Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2025 to treat shoulder pain. The patient had participated in a successful trial phase with nalu as well as a wear study prior to implanting the permanent system. The patient chose a location on the front clavicle area to place the implantable pulse generator (ipg) with the leads planning to target bilateral suprascapular nerves. Prior to the implant procedure, the physician and nalu representative performed measurements and the physician determined that 40cm leads would be used. Upon begining the procedure, the physician discovered that the chosen 40cm leads were not sufficient to reach from the nerve target to the patient's chosen ipg location. The physician consulted with the patient's spouse and placed the ipg in the posterior shoulder area instead of the front of the shoulder. The patient reported dissatisfaction with the location of the ipg and requested to revise the system to place the ipg at the original requested location. On (B)(6) 2025 the ipg was removed from the posterior shoulder and placed in the anterior clavicle area. Lead extensions were introduced to accomodate the new ipg location. No components were explanted or replaced and all original components remain implanted and in use with the addition of lead extensions.